Event description:
It was reported that removal difficulty and shaft break occurred. The patient was in chronic renal failure uremia hemodialysis state. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified artificial arteriovenous fistula of the left upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated to 20p, and the pressure was released. Subsequently, upon withdrawing the balloon, it was noted that the balloon and the shaft adhered and could not be withdrawn. Upon pulling, it was noted that the front end of the delivery shaft was fractured. The balloon was removed, and the procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty and shaft break occurred. The patient was in chronic renal failure uremia hemodialysis state. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified artificial arteriovenous fistula of the left upper limb. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. The balloon was inflated to 20p, and the pressure was released. Subsequently, upon withdrawing the balloon, it was noted that the balloon and the shaft adhered and could not be withdrawn. Upon pulling, it was noted that the front end of the delivery shaft was fractured. The balloon was removed, and the procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Correction to field d4: lot number from 0029458367 to 0032888257. Device evaluated by MFR: the gladiator? Elite was returned for analysis. A visual and tactile examination identified a shaft separation located approximately 695mm distal of the strain relief. The distal section of the shaft including the distal section of balloon material both markerbands and tip was not returned for analysis. A visual examination identified a complete balloon circumferential tear located approximately 8mm distal of the proximal balloon bond. The distal section of balloon material was not returned for analysis. No other issues were identified with the device.